Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the funtioned as intended upon initial placement. The device then failed to drain one day following initial activation. The surgeon was unable to ascertain the cause for the lack of drainage. No further information was provided.